Event description:
During an in remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.